Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the clinic with low heart rate and reported falling due to syncopal episode. Upon interrogation, it was discovered that the right ventricular lead was not capturing, lead dislodgement was suspected. The lead was capped and replaced on (B)(6) 2021. The patient was stable after the surgical procedure.